Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the instrument broken causing 10 minutes of delay.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture / corrosion review of event description : it was reported that during a surgery on (B)(6), 2018, a fitmore stem extractor got broken. There was a surgery delay of 10 min. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the fitmore extraction tool shows oxidation / corrosion all over the device, especially next to welding lines. The tie beam which controls the opening and closing mechanism fractured at its thinnest cross-section. The fracture surfaces show extensive corrosion. Based on this visual examination the reported event can be confirmed. The device clearly exceeded its useful life. Review of product documentation - compatibility: compatibility check could not be performed as only one product had been reported. - instruction for use (IFU) deals with the handling of surgical instruments. The following instructions for use apply when using the instrument: warnings, page 4: -"do not subject instruments to high loads and/or impact as breakage can occur." Precautions, page 4 and 5: - "inspect all instruments/provisionals carefully prior to use." - "any decision to leave or remove broken instruments (e.g., drill fragments) is left to the surgeon¿s discretion and must take into account the associated risks." Inspection and functional testing, page 12: - "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for replacement." - material compatibility: the used material combination is approved by zimmerbiomet and has not been changed since the manufacturing of the device subject to this complaint in 2010 until to date. The stainless steel 1.4301 used within this device is known for its corrosion resistance and welding properties. Root cause analysis root cause determination rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as signs of corrosion were identified during investigation. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the detected corrosion might be from inappropriate cleaning or handling. Independent of the device fracture the device clearly exceeded its useful life. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the detected corrosion might be from inappropriate cleaning or handling. Independent of the device fracture the device clearly exceeded its useful life. - instrument breaks or deforms due to off-label / abnormal-use => possible, as no information about the device handling and maintenance is available. Conclusion summary: it was reported that during a surgery on (B)(6), 2018 a fitmore stem extractor got broken. There was a surgery delay of 10 min. The device was manufactured in 2010. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination showed oxidation/corrosion all over the device, especially next to welding lines. The tie beam fractured, so that the function of the device is no longer given. The visual examination showed that the device exceeded its useful life due to the corrosion and fracture of the tie beam. Based on this visual examination the reported event can be confirmed. According to the applicable "instruction for use" all instruments must be carefully inspected prior to use. The device should have been replaced due to the clearly visible corrosion, which was most likely present before the device fracture. The applicable material (stainless steel 1.4301 in combination with 1.4021 / 1.2082) is approved by zimmer biomet and is widely used in the medical device industry due to its corrosion resistance and welding properties. Nevertheless, corrosion might occur during extensive usage, handling and reprocessing of the device. It remains unknown whether the corrosion is involved in the fracture of the tie beam. The tie beam itself is under mechanical stress during usage of the device, which may reduce the performance of the tie beam over time. Therefore, based on the given information and the results of the investigation, no specific root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is .